Manufacturer narrative:
Lot review: lot# 3286571 showed 28,000 units were manufactured, tested, inspected and released in july 2016 citing no exception documents.

Event description:
Complaint received reporting leakage issues with use of one d1000 tego connector; lot# 3286571. The report states, during the run the nurse noted blood seepage into the space between the clear outer silicone cover of tego and the hard yellow internal piece. There was adverse patient consequences reported.